Event description:
Ous MDR - after an implantation period of about 9 months, oversensing with artifacts was reported. No adverse pt side effects have been reported. The devices were explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The analysis of the lead demonstrated that the is-1 connector was bent at approx. 2 cm distal to the is-1 connector pin. Insulation damage was observed in this area. This insulation damage can be considered as the root cause of the artefacts mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.